Event description:
Revision of equinoxe shoulder components due to reported rotator cuff tear, failed arthroplasty and infection. Event was discovered through exactech clinical research. There was no allegation of a product problem against the implanted devices.

Manufacturer narrative:
The contribution of the devices to the experience report could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.